Event description:
It was identified that the customer¿s basal programming was unknown. Customer reported high blood glucose up to 301 mg/dl. To 368 mg/dl. Customer stated that they noticed no basal settings. No deliver of insulin found as there was no basal pattern. The device will not be returned.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.